Event description:
Reportedly the fox plus balloon catheter ruptured during use at 8 atmosheres and during removal the balloon and tip were sheared off and lost in the patient. The balloon and tip were successfully snared 3.5 hours later which was considered a clinically significant delay in procedure. The patient is doing fine post procedure. No adverse patient effects. No additional event or patient information was provided.

Event description:
Subsequent to the initial MDR being filed, the following information was received: the vessel being treated was the axillary vein. The device was not soaked prior to use; however, it was flushed outside of the patient anatomy. The balloon ruptured during the first inflation which was below nominal. No resistance was felt prior to the balloon and tip being sheared off. However, once the balloon and tip were sheared off, resistance was felt during withdrawal.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with a calcified lesion, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. As a result of the rupture, during removal the balloon and tip were sheared off and lost in the patient. The balloon and tip were successfully snared. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). This separation may be due to interaction with ruptured portion of the balloon material and the introducer sheath during withdrawal. Additional information received states that resistance was noted after the balloon and tip were sheared off. This resistance is likely due to the balloon material being malformed due to the rupture and separated material.